Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugle (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007, or (B)(6) 2009 or (B)(6) 2012 : the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1) or an unspecified bard/davol composix kugel (device #2) or an unspecified bard/davol ventralex (device #3). Ni/ni/ni: the patient's attorney that the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol flat mesh (device #1), the composix kugel (device #2) and the ventralex (device #3). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿